Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the event of peritonitis and peritoneal dialysis therapy on the liberty select cycler with cycler set. However, there is no documentation to show a causal relationship between the peritonitis and the cycler and cycler set. Additionally, there is no allegation of a malfunction or leak related to this event. Per the pdrn, the peritonitis was caused by a breach in aseptic technique. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) called into technical support requesting a new cycler for a patient due to the patient receiving scale reading alarms. The pdrn reported that the patient had peritonitis and was subsequently transferred to temporary hemodialysis (hd) therapy, however is going back to peritoneal dialysis (pd) therapy and wanted the patient to have a new cycler. Upon follow up, the pdrn reported that the patient had a peritoneal effluent culture result of (B)(6). The source of the patient¿s peritonitis was a breach in aseptic technique. The patient was prescribed vancomycin and gentamycin (route, dose, strength, frequency and duration unknown) for their episode of peritonitis. The patient¿s peritonitis has since resolved. The patient is continuing on hemodialysis therapy until the repositioning of the patient's catheter. The patient has received their new cycler and the old cycler is scheduled to be returned to the manufacturer for physical evaluation.